Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for hi display. The expected fasting blood glucose test result range is unknown. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2018, a back-to-back blood test was performed by the customer and produced test results of hi and hi using true metrix meter. The test strip lot manufacturer's expiration date is 05/31/2019, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6) test strip is not absorbing the blood. Won't go to test or start counting. Customer strips (mu2649) have been open up for a year now. Customer then open up a new vial of strips (mu2708) and run a blood test and got results of hi and hi fasting. Customer states that she knows that her blood sugar is high, she has been eating sweets. Customer is not having any symptoms at this time, but she was having frequent urination earlier. Customer states that she has not taken her metformin for two weeks. Customer have not been testing regularly and have not been using this meter for some time now. Customer is not sure what her normal glucose range should be.